Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2014 with the following findings: the last basal delivery was on (B)(4) 2014 at 6:47pm; there was an unacknowledged loss of prime warning (cs 162) observed for 22 hours on (B)(6) 2014. The total daily dose added up correctly and equaled the programmed basal rate target. The pump reflected 24 units after a 24 hour on 1 unit/hour basal duration test. The product performed within specifications and the pump¿s ¿advanced bolus¿ calculations were matching the manual calculation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 360 mg/dl with moderate ketones associated with a casing issue with the pump. It was reported that the battery cap was unable to be removed from the pump. It was reported that the patient received phone advice from their healthcare provider regarding treatment and treated with insulin via injection. Reportedly, the patient discontinued pump therapy at the time of the call with customer technical support. This complaint is being reported because the patient allegedly experienced hyperglycemia associated with a casing issue and the battery cap not being able to be removed from the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no damage found to the pump; the pump was fully functional. The battery cap was damaged and was unable to be tightened and removed to test the pump¿s battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.